Manufacturer narrative:
It has been communicated that the device is not available for evaluation. Without the device it is not possible for codman to conduct proper investigation. Since a serial number has been provided, a review of the manufacturing records have been reviewed and they revealed that the device conformed to all manufacturing and quality testing/inspection specifications prior to being released to stock. If at some point the device is returned for evaluation, this complaint will be re-opened and investigated. Based on this evaluation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
Affiliate explained that the doctor described that the received the pump in a dry condition. The mechanical drive system could prove that the pump was leak tight. They filled the pump with 30 ml water during the refill procedure air escaped. The pump developed only for a short time (0.08g over 24 hours). The dr assumed that the filter to the reduce capillary was blocked.